Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that about 20 bd vacutainer® urine collection cups were not sterile. The following information was provided by the initial reporter: "following the use of the devices 364941 batch no. 9323754, we found a closure defect. About twenty vials were either fully or partially open. Cancelling all the sterility of the vials."

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for open package/seal with the incident lot was observed. Evaluation of the customer samples was performed and open package/seal was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that about 20 bd vacutainer® urine collection cups were not sterile. The following information was provided by the initial reporter: "following the use of the devices 364941 batch no. 9323754, we found a closure defect. About twenty vials were either fully or partially open. Cancelling all the sterility of the vials."